Event description:
It was reported that this implantable cardiac resynchronization therapy defibrillator (crt-d) recorded pacemaker mediated tachycardia episode and the patient experienced pacemaker syndrome type symptoms which generated discomfort due to the left ventricular desynchrony. Reprogramming options were discussed for this crt-d. This device remains in service. No additional adverse patient effects were reported.